Manufacturer narrative:
The reported event was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where multiple internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation, as the patient had an increase in pain. Reprogramming was unsuccessful. Diagnostics revealed high impedances on the lead. To address the issue, the physician explanted and replaced the patient¿s lead with a new model on (B)(6) 2020.